Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla ii guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a kink to the hypotube 112.5cm from the handle. There are flat spots 1.6cm, 2.7cm, 3.6cm and 6.4cm from the tip. The distal shaft is separated at the collar. Microscopic inspection revealed that the tip is slightly flattened and there is a rub mark along the distal shaft starting at 2mm from the tip and goes to approximately 23.5cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 31jul2019. It was reported that the device got kinked. The 99% stenosed lesion was located in the moderately tortuous and moderately calcified below the knee. A 6f guidezilla ii pv long guide extension catheter was selected for use. During procedure, guidezilla was advanced to the lesion, however it got kinked. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that the distal shaft is separated at the collar.